Event description:
It was reported that a sensor error occurred. On (B)(6) 2024, the patient was not receiving cgm values on her dexcom device due to a sensor error, however, it was not specified how long the patient¿s device had been in an error state. It was also not mentioned if the patient was using a bg meter as a back-up during this time. The patient was wearing an omnipod insulin pump. At some point, the patient was nauseous and vomiting. She decided to go to the emergency room. At the emergency room, the patient¿s bg level was 1400 mg/dl. No other patient or event details were provided, as the patient could not recall what treatment or medications she was provided (aside from her taking insulin herself prior to going to the ER). It was also not specified how long the patient was in the ER prior to discharge. At the time of the report, the patient was feeling well. Performance data was reviewed. Sensor error was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.